Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a software error alarm. After alarm, insulin pump did not recognize the sensor and reservoir icon was showing as empty. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd board was locked. No unexpected numbers ramping/scrolling on display during testing noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No unexpected insulin pump alarm or sensor alarms anomaly during testing. Device had minor scratched lcd window and cracked reservoir tube lip.